Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported blood at the site of their body from insertion of the sensor. The customer stated they would probably go to the hospital for assistance in managing the problem as they were taking a blood thinner medication. The customer stated this was a past event. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
No needle complaint could be confirmed because the customer returned the sensors only and no needles.